Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with chest pain and diaphragmatic stimulation. The right ventricular (rv) lead exhibited no capture at maximum outputs. Computerized tomography (CT) confirmed that the rv lead perforated, causing pericardial effusion. Pericardiocentesis was performed. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.